Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable event was caused due to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a gap in the adhesive area between the server plug-in and distal end. The adhesive around the server plug-in had a chip, the adhesive around the objective lens had a scratch and the adhesive around the light guide (lg) lens showed discoloration. There was no patient involvement.